Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and lost sensor. The customer's blood glucose level was unknown at time of incident. Troubleshooting for lost sensor and pump error was performed. Customer reports they able to clear the alarm(s). However, customer states they are not unable to rewind the pump. The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump. The customer was also advised to monitor the insulin pump. The insulin pump will not be returned for analysis.